Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova deutschland learned that all heater-cooler system 3t of this hospital were upgraded with the vacuum kit in (B)(6) 2018, as well as, that the patient identifier, date of surgery, confirmed test result for mycobacterium chimaera, the patient status and therapy remains unknown. Patient date of birth was (B)(6). As for the device, it was reported that it was cleaned almost regularly per IFU, but this user maintenance is not documented. The device was placed inside the operation theater during use, the fan of the device positioned parallel to the patient and at an estimated distance between the surgery field and the device of approximately 3 meters. The hospital has some heater-cooler system 3t units placed outside at some op-rooms and inside in others. Further information was not provided. A lab report has not been provided. Through the (B)(6) report, which livanova deutschland received on 12th of march 2019, livanova deutschland learned, that a (B)(6) man who was operated in (B)(6) 2017 at (B)(6) has been found infected with mycobacterium chimaera. The hospital has this information from (B)(6). The (B)(6) has also been in contact with (B)(6) and has been informed that the patient has been hospitalised several times in 2018 in (B)(6) hospital. The mycobacterium chimaera infection was identified in (B)(6) 2019. Please note: the serial number stated in the (B)(6) report is (B)(4). Through follow up communication livanova deutschland received confirmation from the doctor, who performed the report to the danish authority, that the affected serial number is (B)(4). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A review of the service history in sap did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a patient, who has been operated on (B)(6) 2017, has contracted severe endocarditis with mycobacterium chimaera. According to the customer the infection is caused by the usage of a heater-cooler system 3t.